Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional relevant information becomes available.

Event description:
The customer reported "an error e229 " involving a bronchofibervideoscope. The issue was found during set up/inspection for use.there was no patient involvement in this reported event.